Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the bard composix kugel hernia patch may have caused or contributed to the alleged patient outcome. A lot number has not been provided, therefore we are unable to review the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2005, the patient underwent surgery for the implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."